Event description:
It was reported by the customer's mother that the customer had high blood glucose levels. Customer's blood glucose level was 234 mg/dl. Customer's mother stated that the incident occurred on 07/16/14 and the customer's blood glucose was over 400 mg/dl. Customer's mother reported that the customer had ketones and was vomiting. The customer was given a shot of insulin and the infusion set was changed out. Customer's blood glucose level went down. Troubleshooting was offered but the customer's mother declined since the customer is at school right now and thinks the pump is working fine. Customer's mother thinks that the tubing may have gotten kinked, but was unsure if there was any damage to the tubing/cannula when it was changed out. Customer's mother was advised to call back if the issue occurs again. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.